Event description:
It was reported that, "hybrid revision driver draw rod tip broke during extraction of screw. Used back up removal driver to remove remaining screws and used standard screwdriver to remove screw and plate together. Tip remained in screw which was removed and discarded."

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis and risk assessment. Results: after visual inspection the threaded tip of the returned reflex-hybrid revision driver draw rod was confirmed to be broken. Manufacturing record review: no anomalies that could be associated with the breakage were reported during the manufacturing. Complaint history analysis: 90 previous records have been received involving 93 units. Investigations into past complaints concluded that the failures were the result of user-error i.e. Over-angulation. The surgical technique also states that "the revision driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft". Risk assessment: there were no reports of adverse consequences to the patient as a result of the instrument breakage. Conclusion: the instrument failure is believed to be the result of user-error. The surgical technique states that cantilevering the instrument may damage the tip of the instrument.